Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported post a stenting treatment procedure, the patient expired. (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. An 80% stenosed and 4.0mm long in-stent restenosed and ostial target lesion was located in the left main coronary artery with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilation and placement of a 4.0x8.0mm ion study stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and clopidogrel. (B)(6) 2013, the patient expired due to an unknown cause.